Event description:
It was reported that the patient presented to the clinic remotely via data transmission from the pulse generator. Upon examination, it was observed that the left ventricular (lv) lead exhibited loss of capture. Technical service was contacted, and it appeared that the change in morphology on some beats showed intermittent or loss of capture on the left ventricle. Technical service recommended bringing the patient in to reevaluate their capture thresholds. The patient was brought to the clinic, and output was increased to resolve the anomaly. There was no consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).